Event description:
The reported indicated that at the time of implant, ventricular pacing impedance and threshold were normal. However, at the end of the case, the final inquire and print report showed "high" lead impedance. When a pacing threshold was repeated, there was no capture at 10v. The pt was returned to the operating room where the is-1 pin was reinserted into the connector and the set screw retightened. Pacing threshold and lead impedance were subsequently found to be normal.